Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had a keypad anomaly. Customer¿s blood glucose value was unknown. Customer stated that the act button was hard to press. Customer stated that the insulin pump was exposed to fluid. Customer stated that he insulin pump had no delivery alarm. Customer stated that there was a fluid under the lcd display. Customer was advised to disconnect from the insulin pump and revert the backup plan as per health care professional. The device will not return for the analysis.